Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain and headache reported seeing the poor communication screen on the patient programmer (pp), experiencing poor communication with the pp, and being unable to communicate using the recharger. The last time the device was charged was about three weeks ago. The last time stimulation was felt was about a month or more ago, and starting about three weeks ago they were feeling strange and had arm/chest pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
New information was reported. Patient reported they met with the manufacturer twice but now it works.